Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
It was reported patient underwent hip revision approximately 9 years post implantation due to elevated metal ion levels, osteolysis, and inflammation. During revision surgery black corrosion was noted on the trunnion and femoral head. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 00771101200/ stem/ lot # 60846600, item# 00620206022/ shell/ lot # 60734496, item # 00631003032/ liner/lot # 60849674, item# 0062506535/ bone screw/lot # 60867081. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -05154

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unk/ unk stem/ lot # unk, item# unk/ unk liner/ lot # unk, item# unk/ unk cup/ lot # unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Reportable event was unable to be confirmed due to limited information received from customer. Device history record (DHR) review was unable to performed as the lot number of the devise involved in the event is unknown, root cause was unable to determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately 9 years post implantation for unknown reasons. Femoral head was removed during revision. Attempts have been made and additional information on the reported event is unavailable at this time.